Manufacturer narrative:
(B)(4). A visual analysis of the returned device revealed that the core wire is broken at the proximal stop. The blue/green heat shrink on the cone is peeling in two places. The device will not close because of the broken core wire. Since the issue was noticed outside of the patient during preparation, the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a lithotripsy for ureter stone. According to the complainant, when the device was removed from the packaging, it was observed that the surface of the device is not smooth. The device was not used and the procedure was completed with a different device. Additionally, no damage was noted to the packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed reportable based on the investigation result of stone cone retrieval coil coating had peeled/shared/frayed and core wire broken.